Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. During startup, the instrument generated an error condition "backwash not complete" and a leak at the bsv (blood sampling valve) on the instrument was identified. The volume of the leak was reported as less than 2 ml and the leak was contained. The operator was wearing personal protective equipment of lab coat, goggles and gloves. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found the bsv (blood sampling valve) probe was bent causing restriction on the tubing during the probe wash function. The fse replaced the bsv probe to resolve the leak and the error condition 'backwash not complete". Identification of failure modes: failure mode was a bent bsv probe. No erroneous results were generated; however, the failure mode identified is likely to generate erroneous cbc (complete blood count) /differential results due to carryover from inadequate backwash drainage due to probe wash malfunction. Evaluation of labeling: beckman coulter inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).